Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in moderately calcified basilic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was advanced after inserting the introducer sheath and crossed the guidewire. However, the balloon ruptured at 6atm when inflated for 5 seconds and was removed without any problem from the patient's body. Dilation was performed again using another of the same device at 8atm and completed the procedure. There were no complications reported and the patient is in good condition after the procedure.